Manufacturer narrative:
Approximate age of device - 1 year and 8 months. The pump remains in use supporting the patient with no further issues reported. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital. Upon device interrogation, low flow, driveline disconnect and pump stop on (B)(6) 2018. The patient stated not to have disconnected the driveline. The patient could not remember though if maybe took both batteries off while trying to switch to patient cable. Technical services reviewed the submitted log files and observed the pump stop on (B)(6) 2018, it appears to be due to the driveline being disconnected. The remainder of the log file was unremarkable. X-rays of the percutaneous lead (driveline) was unremarkable. Additional information was requested, but not provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a full evaluation of the device could not be conducted as the device remains in use. A correlation between the device and the reported event could not be conclusively determined. Analysis of the submitted log file confirmed a pump stop and associated alarms (low flow hazard and pump off) on (B)(6) 2018. This pump stop appeared to be caused by the patient¿s driveline being disconnected; however, a specific cause for the disconnection of the driveline could not conclusively be established through this evaluation. The submitted log file contains data from (B)(6) 2018 at 20:33:19 through (B)(6) 2018 at 13:40:50. The majority of captured events appeared to be associated with routine power source exchanges and no atypical alarms were captured from the beginning of the file until (B)(6) 2018 at 21:34:04. At this time the patient¿s driveline was disconnected, causing the pump's motor to stop. Support was not restored until the driveline was ultimately reconnected at 21:37:53. The pump appeared to function as intended after the driveline was reconnected, as the pump speed remained above the low speed limit for the remainder of the file. No other atypical alarms were captured. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.